Event description:
It was reported that the screw was run through the radial side hole. During insertion of the va screw to the plate using the guiding block, the va-screw went through the radial side hole of the plate. The surgeon used the torque driver, so we do not think that the root cause is overload and aberrance of angle. The operation was successfully finished. No further information was provided. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The devices were returned for inspection and the complaint analysis was performed in four steps: visual analysis of the received parts, comparison with parts from a simulation lab, evaluation of x-rays and inspection of the holes. The visual inspection of the plate shows heavy damage on the styloid holes and signs of normal usage on all other holes. The most distal styloid hole has massive material damages on the top proximal and lower distal end, which must have been created by interaction with a drill bit or something similar. The angle is so steep that it could not have been created with a mounted guiding block and proper usage of the quick drill sleeve. In the proximal styloid hole, the right and the upper threaded column are fully damaged. The other two columns are only damaged on the lower portion. The analysis of the screw showed damage of the screw head only. No damage on the screw shaft is visible. The investigation showed that the reported failure modes and damage patterns could not be recreated by a normal use of the system. The guiding block was not used correctly together with the quick drill sleeve for all screws. The holes were potentially damaged prior to screw insertion, and therefore negatively influenced the correct working of the system. All performed investigations confirmed that no screw can be inserted through the va-lcp two-column plate narrow as long as the surgical steps, as they are described in the surgical technique, are followed correctly. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and we conclude that user error contributed to the complaint condition. All performed investigations confirmed that these screws cannot be inserted through the plate as long as the surgical technique is followed correctly.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)